Event description:
Patient reported left side "feels hard", hot to touch, swollen, fatigue, memory loss, anxiety, depression, nausea, vision changes, dizziness, panic attacks, achy joints, changes in sleeping habits and hot flashes". Later patient reported rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.